Event description:
End user's wife reported issue with pain and burning after aloe vesta perineal skin cleanser was used. The end user's wife stated that the end user described pain and burning up to one hour after application. He was able to remove the product from the skin with a wash cloth and water. The pain and burning then stopped. He tried a second time and he had a similar experience.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was recommended for the end user to discontinue use of the product. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on june 15, 2015. Third party manufacturer performed a batch record review for lot# g2e104 which showed that all processes were followed in the production of the batch and in packaging. All finished bulk and finished goods met specifications. Testing of the retain samples showed that the product was acceptable. It is concluded that the complaint issue was not caused by the manufacturing of the product or the packaging. After a thorough batch record review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.